Event description:
Customer reported the panorama central station's server had lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the central station's server. Customer was provided with a loaner server, while it is being returned to the company's repair ctr for further eval.